Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2009 and a mesh was implanted concurrently with tvh/bso due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, organ perforation, fistulae, bleeding and dyspareunia. It was reported that patient underwent enterocele repair and posterior repair due to rectocele on (B)(6) 2009 and cystoscopy with removal of foreign body from bladder due to erosion of implanted vaginal mesh and other prosthetic material into bladder on (B)(6) 2013. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent excision of synthetic allograft by vaginal route of anterior vaginal wall mesh, repair of cystotomy x2, left ureteral catheterization, extraperitoneal colpopexy, implantation of surgisis small intestine submucosa as well as posterior colporrhaphy on (B)(6) 2012 due to pelvic pain and dyspareunia secondary to mesh exposure and s/p hysterectomy and pop. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.